Event description:
It was reported that the device presented with significant technical wear and tear. No patient was involved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI and 510k number are unknown.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device in medium condition, small tears and wear on the enclosure. There was no evidence of the error in the event history log. The customer reported problem was not verified/duplicated. The investigation was unable to confirm the cause of the complaint. No fault was found. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record review was not performed. The service history review identified there was no indication or evidence provided in the complaint or service history of a service issue. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).